Event description:
(B)(6). It was reported that post a stenting treatment procedure the patient died. The target lesion was located in the right duodenum with an average lesion intraluminal diameter not measured and a 40mm total lesion length. Degree of pre-procedure stenosis was not provided. The lesion was characterized as tumor compression. A wallstent uni stent 22x70mm was implanted. Implantation was technically successful with no procedure related complications. Device foreshortening and stent placement accuracy performance was below average. Overall performance was excellent. Technical success, angiographic result and clinical results all rated excellent. Post procedure residual stenosis not provided. Hospital discharge documented the patient's death seven days post procedure. No cause of death provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.